Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient was using a beta bionics ilet insulin pump at the time of the event. The patient reported that the cgm was showing 128 mg/dl, while he was sweating and a fingerstick glucose (bg fs) measurement showed 28 mg/dl. The patient became confused and disoriented due to hypoglycemia, and his brother transported him to the emergency room (ER) for medical care. In the ER, his bg fs was 29 mg/dl, and he was admitted on saturday night and discharged monday morning. During hospitalization, she received IV dextrose 10% (d10) and glucagon. Per healthcare provider instructions, the patient temporarily discontinued use of the ilet pump and later resumed on (B)(6) 2026. No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.